Manufacturer narrative:
(B)(4). Batch #: t9422y. The following information was requested, but unavailable: did the patient suffer any adverse consequences? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c35 device was received with no apparent damage. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three time. The instrument was disassembled to inspect the internal components and no anomalies were found that could have caused the hand activation to be non functional. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.. No conclusion could be reached as to what caused this issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a oophorectomy, during the third sealing, the generator showed the message "close the jaw on the tissue and reactivate the instrument." Several attempts were made, until the generator requested the clamp replacement. Replaced by the nslg2c35, procedure proceeded normally. There was an increase in surgical time.